Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they had decided to not have the system removed. They continued to use it nightly.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient had not been using the implanted neurostimulator for some time and decided to use it the other night and it was not working. Patient plugged the controller in and wanted to reprogram everything but they did not know how to do that. Patient noted they had not used it in some time. During call patient verified the controller was plugged into the ac power supply and the green light was flashing. Patient unlocked the controller and patient service walked patient through the set up process. Then the controller displayed no device found. Patient then plugged the recharger into the controller. Patient got the message battery is empty recharge the controller battery. Agent reviewed to call back in once the controller was charged for further troubleshooting. Pt reported event date was today, but they also said that they attempted to charge the other day. Pt called back stating that they hadn't used device in some time and they were trying to set it back up, however nothing was happening. Pt said that they had been charging the controller from the ac power supply for a while now. Pt confirmed that the ins was depleted. Agent had the pt initiate an ins recharging session. Pt saw no device found appear, so agent reviewed screen meaning and passive recharge mode with the pt. Agent guided the pt through passive recharge mode. Pt noted that they were going to have the ins taken out on friday, however they thought that they would try using the ins again as they were having issues that they wanted to use the ins for. Pt said that they always had trouble finding the right spot to start recharging the ins. Pt confirmed seeing that the controller light was flashing green. Pt eventually saw recharging good. Agent had the pt reposition the recharger and pt then saw recharging excellent.